Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported pain was felt by the patient while wearing the pod. When removed from the infusion site, it was noticed the needle had not retracted back into the pod.